Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery not in new condition. Device analysis for extension (B)(4) revealed no significant anomaly. The extension body was cut thru, product segmented.

Event description:
It was reported the patient had a shocking, jolting, and burning sensation. The implantable neurostimulator (ins) and extension were explanted and replaced. Following the revision the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 748940, lot# serial# (B)(4), explanted: (B)(6) 2015, product type: extension. (B)(4).